Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, rewind test, primeseating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test test at 0.0871 inches. No under delivery anomaly or over delivery anomaly noted. History download was successful using thus and carelink upload was successful. Insulin pump had unexpected pump errors after battery change, high active current measurement/unexpected battery power loss anomaly, pump error during self test and unexpected pump error when monitoring due to corroded component at the lithium-ion battery connection circuit, corroded component u22 at the lithium-ion uvlo detector circuit and corroded component q26 at the vlith discharge circuit at electrical board. The internal lithium battery was found connected properly. Using a test pcba1 and the original pcba2. Powered up the insulin pump and continued testing. Insulin pump was programmed and monitored for 5 days. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No pump error after battery change. Active current measurement was within specs. No unexpected battery power loss anomaly/high active current measurement noted during testing. No pump error noted during self test. No pump error noted when monitoring. Insulin pump had minor scratched display window, scratched case, cracked case at the battery tube side, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarms and did not received request to rewind the insulin pump. Customer stated that the insulin pump was passed in self test. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.